Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, urinary stream splitting, bladder pain, and chronic cystitis. It was reported that following insertion the patient experienced infection, vaginal pain, dyspareunia, scarring to nearby organs, difficulty during intercourse, bleeding, odor, discharge, frequent yeast infections, abdominal pain, vaginitis, constipation, sores and pelvic pain. It was reported that the patient underwent gastric bypass in (B)(6) 2009 and anterior vaginal repair in 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning on urination and urinary tract infection.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.